Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet pump would not charge or power despite multiple charge attempts, including a 30-minute on-call charge using the ilet charger, while the charger successfully powered a smartphone; the user had been disconnected from the pump for an extended period and was using multiple daily injections for insulin, consistent with a premature battery discharge related to the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge, with the issue traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.